Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked at the heat exchanger while in use. No patient or staff injury was alleged. No medical interventions were required.

Manufacturer narrative:
Patient specifics are unknown. Date of event is unknown. Based on the photo provided, a likely defect is a heat exchanger. Product has been discarded; therefore, not returned to 3m¿ for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.